Event description:
Customer performed a blood glucose test and states they received a reading of 517mg/dl. Took 6 units of insulin. Thinks maybe it was really a result of 51mg/dl. Only remembers that paramedics were called. Was given d50. No other treatment was given. Unk if controls were used. A request was made for the return of the suspect device and replacement product was sent.